Event description:
It was reported that the patient came into ER with an acute anterior wall mi. Patient was taken to cath lab where a ptca-stent procedure was performed to treat a right coronary artery which was totally occluded with thrombus. After the stent was deployed in the patient, the patient developed re-perfusion arrythmias which resulted in cardiac arrest which required CPR to be initiated. The patient eventually expired.